Manufacturer narrative:
Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for torn unit label was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of torn unit label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode torn unit label. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that the label is torn along the caps. The following information was provided by the initial reporter: according to the customer's report, the label on the product was torn along the caps.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that the label is torn along the caps. The following information was provided by the initial reporter: according to the customer's report, the label on the product was torn along the caps.